Event description:
It was reported that two months and seventeen days post stent placement procedure, the stent allegedly not well adhered to the wall. The patient had a sudden pain in the left calf and treated with pain relief treatment. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in this report. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: neither sample nor x-ray images provided which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. If the stent was placed in the dorsalis pedis, this would be an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use describes holding and handling of the system for regular stent deployment. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' A stent size selection table is part of the instructions for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. The instructions for use mentions restenosis and occlusion as potential adverse events that may occur. The lifestent xl vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery; in this case it is not clear where exactly the stent was placed. Expiry date: 09/2023. Device not returned.